Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#2134265-2018-03003. It was reported that vessel dissection occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.75mm rotalink¿ plus was selected for use along with a 330cm rotawire¿ and wireclip¿ torquer. During the procedure, ablation was performed at a speed of 180,000 rpm. After the second ablation, it was noted through intravenous ultrasound (ivus) that a dissection occurred which was caused by the burr being unintentionally inserted deeply. The burr and rotawire were removed and upon removing the rotowire, a red sticking object was observed in the area 7cm to 8cm from the tip. An unspecified stent was advanced into the dissected area; however, it was unable to pass the lesion. A surgical procedure was done to treat the dissection. No further patient complications reported and patient's status was stable.